Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Upon visual examination, it was determined the suture material is polyester (polyethylene terephthalate) and green color indicates that the explanted suture is a non-absorbable suture. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy in 2010 and suture was used to close the vaginal cuff. The patient developed a green vaginal discharge and was treated with antibiotics without resolution. Upon exam, the physician noted intact sutures on the vaginal cuff. The patient underwent another procedure for removal of the sutures from the vaginal cuff. Additional information has been requested.